Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that her blood glucose level was 400 mg/dl. The insulin pump did not allow them to calibrate and it kept beeping. The customer's parent wanted to know if they could silence the insulin pump. The device was not returned.